Event description:
(B)(4) is being cancelled as the balloon catheter is not a getinge device. Please withdraw the report.

Event description:
Customer reported that there was backflow in the pipeline. Customer feedback indicates that a slight blood-colored liquid was observed in the tubing. There was a slight blood-colored fluid in the iabp catheter. There was no patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).